Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2024-08-02. The optical tacho board was cleaned. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. During the repair the getinge field service technician identified that there was dust on the optical tacho board. The most probable root cause could be determined as an environmental problem, because dust accumulated inside the device, which caused the reported error. Due to the age of the device and the components (over 11 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-08-08 for the period of 2013-07-18 to 2024-08-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-07-18. Based on the results the reported failure "error message head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).